Event description:
It was reported that while using the bd blunt fill needle there were white tiny fragment on the sterile needle. The following was received by the initial reporter: verbatim: white tiny fragments on sterile needle.

Manufacturer narrative:
H6. Investigation summary: it was reported there were white fragments on the needle. To aid in the investigation, one sample in an opened packaging blister was received for evaluation. A visual inspection was performed with 10x magnification and there is an epoxy drip over 1/2" from the bottom side of the needle hub that is 1/64" in size. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the epoxy drip over. A device history record review was completed for provided material number 305180, lot 1144531. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.